Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient presented with worsening neck pain. The patient stated they felt a "pop" in neck the previous saturday and since had sharp pains down shoulders, arms, and leg with muscle spasms in shoulders. The patient was concerned "something may have given way." The patient underwent ap, lateral, and swimmers cervical spine x-rays which showed extensive cervical spine post-surgical changes with no evidence of hardware failure. There was mild narrowing of he left c3-4 neural foramen and mild narrowing of the numerous right foramina. There was poor visualization of the cervicothoracic junction. On (B)(6) 2011 the patient presented pain. On (B)(6) 2011 the patient complained of severe muscle spasms and pain in neck with lack of motion. On (B)(6) 2011 the patient complained of not feeling well and a "rough" previous night due to muscle spasms. On (B)(6) 2011 and (B)(6) 2011 the patient complained of pain. On (B)(6) 2011 the patient complained of pain and muscle spasms in upper-trapezius on (B)(6) 2011 the patient complained of muscle spasms in neck and upper-trapezius. On (B)(6) 2011 the patient complained of muscle spasms and stiffness. On (B)(6) 2011 the patient complained of muscle spasms in neck and shoulders increased with activity. On (B)(6) 2011 the patient presented pain. On (B)(6) 2011 the patient presented with a migraine and memory loss and underwent a head CT that demonstrated no acute intracranial abnormality and right maxillary sinusitis. The patient also underwent a cervical spine CT which showed anterior and posterior fixation from c4 to c7. No acute abnormality. On (B)(6) 2011 the patient complained of severe pain in neck and upper-trapezius and not being able to sleep due to pain. The patient reported hurting since the previous saturday on (B)(6) 2011 the patient complained of being "in very bad shape" with severe pain and spasm. On (B)(6) 2011 the patient complained of being very tight with some light pain. On (B)(6) 2011 the patient complained of continual severe pain described as stabbing in the upper-trapezius and a burning sensation in feet. Pain kept patient up at night. On (B)(6) 2011 the patient presented neck pain and stiffness, arthralgias, and edema. Hyperlipidemia was not well controlled. A previous CT showed anterior and posterior fixation c4 to c7 with no acute abnormality. On (B)(6) 2011 presented neurologic problems with the diagnosis of cervical spondylosis. On (B)(6) 2012 the patient presented with neck and back pain and spasms. The patient also complained of numbness in toes and fingers and the doctor noted the diagnosis of cervical spondylosis. On (B)(6) 2012 the patient presented with wheezing-asthma exacerbation. On (B)(6) 2012 the patient presented with constant pain and spasm in the neck and back; unexpected weight change; and numbness in fingers and toes. Cervical spondylosis was noted as stable. On (B)(6) 2012 the patient presented with blurry vision. On (B)(6) 2013 the patient presented neck pain, stiffness, intermittent spasms and insomnia. The patient reported having had a min or stroke with weakness and slurred speech in (B)(6) 2012 (blood clot on left side of brain-no residual neurological effects).

Event description:
It was reported that on (B)(6) 2007: the patient presented to ER after a motor vehicle collision. The patient has pain on top of head, right shoulder, left shoulder and back of neck. The patient has acute cervical spine trauma with right c5 facet fracture, unilateral subluxation, spinal cord compression, c5-6 disk rupture. The patient was also found to have a scalp laceration. CT of the cervical spine showed a right c5 facet fracture with unilateral subluxation, and a kyphotic deformity. The patient was also found to have underlying spondylosis at c5-6 and c6-7. Impression: scalp laceration; spinal column injury at c5, right facet, with anterolisthesis of c5 on c6 as well as traumatic c5-6 disk rupture, and spinal cord compression although there is no cord edema. The patient underwent a shoulder arthoscopy. MRI of the lumbar spine found early mild degenerative disc changes at l4-5 with a mild broad based disc bulge, but otherwise unremarkable. MRI of the thoracic spine was unremarkable. X-rays of the chest were negative for radiographic evidence of acute abnormality. On (B)(6) 2007: the patient presented with the following preoperative diagnoses: right c5 facet fracture, with subluxation; ruptured disk at c5-6; spinal cord compression, neurologically intact. The patient underwent an application of halo crown and traction. On (B)(6) 2007: the patient was unable to be intubated. Surgery was postponed. On (B)(6) 2007: the patient was reviewed by a consulting surgeon: impression: fever and leukocytosis, normal x-rays in a patient with c5-6 fracture without neurological deficit and also a laceration of the scalp. Blood culture showed no growth. X-ray of the chest found persistent slight perihilar pneumonia on the right. On (B)(6) 2007: urine culture and blood culture taken showed no growth. X-ray of the chest found likely mild atelectasis in the right base. On (B)(6) 2007: the patient presented with the following preoperative diagnosis: pre-existing cervical spondylosis, degenerative disk disease. Status post cervical trauma with c5 on c6 subluxation, ruptured and extruded c5-6 disk, spinal cord compression, spinal instability, kyphotic deformity. The patient underwent the following procedures: c5 and c6 corpectomy; c4-5, c5-6, and c6-7 diskectomy; spinal cord and foraminal decompression; fusion with fibular allograft from c4 to c7; application of anterior cervical plate from c4 to c7; re-application of halo vest; somatosensory provoked potentials, emg's and intraoperative monitoring. Post-fixation x-rays show good alignment of the hardware construct, fibular allograft and screw length and trajectories were satisfactory both in the body of c4 and the body of c7. Again no change in intraoperative monitoring. Intraoperative neurophysiological monitoring was performed using a combination of upper and lower extremity somatosensory evoked potentials, free-running eeg, and free-running emg of c4-8 innervated muscle group. Conclusion: these results suggest the absence of untoward, secondary effects on posterior column function as a consequence of this surgical procedure. In addition, absence of sustained neurotonic discharges on free-running emg suggests that the nerve roots monitored remained undisturbed. Eeg remained symmetrical throughout the operative procedure. Urine culture and blood culture taken showed no growth. On (B)(6) 2007: (B)(6) culture was negative. On (B)(6) 2007: the patient was discharged with the following diagnoses: status post motor vehicle accident with c5 on c6 subluxation, ruptured and extruded c5-6 disk, spinal cord compression and spinal cord instability, kyphotic deformity, status post c5 and c6 corpectomy, c4-5, c5-6, and c6-7 diskectomy and spinal cord and foraminal decompression, fusion with fibula allograft from c4-c7, application of anterior cervical plate from c4-7 and reapplication of halo rest; cervical spondylosis and degenerative disk disease; hypertension with hypertensive cardiovascular disease; diabetes mellitus; status post right shoulder rotator cuff tear repair x 2; left knee arthroscopy. The patient was discharged home. On (B)(6) 2007: the patient had x-rays of the cervical spine taken. Impression: status post anterior and posterior fusion of c4-7 with plates, screws and rods. A fibular bone graft is noted from c4-7. No subluxation and no significant change from the previous study. On (B)(6) 2007: the patient presented for CT of the cervical spine. Impression: good postoperative appearance of the cervical spine without evidence for a recurrent injury, malalignment, or hardware failure. On (B)(6) 2007: the patient presented for x-rays of the cervical spine. Impression: status post cervical fusion of c4-c7 with no radiographic evidence of spondylolisthesis of abnormal motion. On (B)(6) 2007: the patient presented for MRI of the cervical spine without contrast. Impression: expected postoperative appearance of the cervical spine status post c4-c7 fusion; small central disc protrusion resulting in mild central spinal stenosis at the c7-t1 level. On (B)(6) 2007: the patient presented for x-rays of the cervical spine. Impression: status post anterior posterior fusion from c4-7 with placement of bone graft from c5-7. No significant interval change and no evidence of spondylolisthesis. On (B)(6) 2007: the patient presented for x-rays of the cervical spine. Impression: status post anterior and posterior fusion of c4-7 with placement of a fibular bone graft; no evidence of spondylolisthesis. On (B)(6) 2007: the patient presented for x-rays of the cervical spine. Impression: status post anterior and posterior fusions of c4-7 with places, screws, and rods; there is no evidence of subluxation. On (B)(6) 2008: the patient presented for x-rays of the cervical spine. Impression: stable postoperative appearance of the cervical spine. On (B)(6) 2008: the patient presented for x-rays of the cervical spine. Impression: stable postoperative appearance of the cervical spine. The patient also underwent CT of the cervical spine. Impression: postoperative changes of a cervical fusion both anteriorly and posteriorly. The hardware and bone grafts are in good alignment. On (B)(6) 2008: the patient presented for x-rays of the cervical spine. Impression: status post anterior cervical fusion at the c4-c7 level with expected alignment no significant interval change appreciated. On (B)(6) 2010: the patient presented for cervical spine x-rays. Impression: no complications, status post-operative appearance of the cervical spine.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 cervical x-rays shows postoperative lateral with fibular strut from c4 to c7 or t1 with anterior plate and screws at c4 and c7 or t1. Several lateral and swimmers views as well as a single ap. On (B)(6) 2007 cervical x-rays shows postoperative lateral with fibular strut from c4 to c7 or t1 with anterior plate and screws at c4 and c7 or t1. Several lateral and swimmers views as well as a single ap. On (B)(6) 2007 cervical x-rays two views showing anterior cervical plate with interval insertion of vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. On (B)(6) 2007 cervical CT excellent study showing the construct as delineated above. The patient has an anterior fibular strut from c4 to c7 stabilized by anterior plate spanning from c4 to c7 with two screws in each of those two levels. Good decompression of canal and cord have been accomplished. Posterior fusion and lateral mass screw/rod construct span c4 to c7 segmentally. Fusion bone is seen posteriorly about the screws and rods. Fusion does not appear solid as of yet. On (B)(6) 2007 cervical MRI sagittal t2 sequences show good position of strut, plate and posterior fixation. Cord is decompressed and there does not appear to be any abnormal signal or signs of cord injury. Axial views are obscured by the metallic artifact, but what is visible shows no sign of cord compression. On (B)(6) 2007 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. On (B)(6) 2007 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. On (B)(6) 2007 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. On (B)(6) 2007 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. On (B)(6) 2008 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. On (B)(6) 2008 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. Fibular stut appears to becoming gradually more radiolucent. On (B)(6) 2008 cervical CT excellent study showing the construct unchanged. The patient has an anterior fibular strut from c4 to c7 stabilized by anterior plate spanning from c4 to c7 with two screws in each of those two levels. Good decompression of canal and cord remain. Posterior fusion and lateral mass screw/rod construct span c4 to c7 segmentally. Fusion has occurred posteriorly and the anterior vertebral body bone appears to have fused to the fibular strut. There is solid arthrodesis at either end of the strut and abundant remodeling over cancellous bone within each vertebral body fusing to the outer cortex of the fibular strut. On (B)(6) 2008 cervical MRI sagittal t2 scan appears to show incorporation of the fibular strut into stable construct. No cord compression is seen and the canal remains widely patent. No adjacent level bulging or canal narrowing appears to have started. No abnormal cord signal is seen. Axials show strut incorporation as well as excellent cord decompression. Commendable job and radiologic outcome in a difficult clinical situation. On (B)(6) 2008 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. Fibular strut appears to becoming gradually more solidly fused and remodeled. On (B)(6) 2010 cervical x-rays multiple views showing anterior cervical plate with vertex posterior lateral mass construct and posterior fusion. Fibular strut remains in good overall alignment and position. Dynamic flexion extension views do not show movement. Fibular strut appears to becoming gradually more solidly fused and remodeled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with cervical instability and deformity status post mva and underwent surgery which consisted of harvest of the posterior iliac allograft c4,c5, and c7 posterior cervical fusion, with lateral mass segmental instrumentation; posterolateral fusion with autograft, with local, iliac, and infuse. Per the operative notes"...all the screws were tightened and torqued appropriately and the transverse connector was also torqued. A solid fixation was achieved. Post-fixation x-ray showed satisfactory alignment of all the screws as well as hardware. The anterior hardware had not subluxed.....I used the patient's own bone from the local spinous processes, as well as from the iliac region, and put it in bmp ....bmp roll was made containing the bone and this was packed posterolaterally. It was making good contact with the decorticated lateral masses..." No patient complications were noted. On (B)(6) 2007 the patient was discharged from the hospital. On (B)(6) 2007 the patient presented some pain. On (B)(6) 2007 the patient underwent a post op cervical spins x-ray 2 view which demonstrated post anterior and posterior fusion with plates, screws, and rods. A fibular bone graft ids noted from c4-c7, no subluxation, no changes from a previous study. On (B)(6) 2007 the patient was involved in a motor vehicle accident and reported neck and back pain. On (B)(6) 2007 in a post op office visit the patient complained of neck pain and headaches. The patient underwent a cervical CT scan which showed good post op appearance of the cervical spine without evidence of recurrent injury, mal-alignment, or hardware failure on (B)(6) 2007 the patient called the doctor's office complaining of tension and contractions in the neck and back. On (B)(6) 2007 the patient presented pain and underwent a cervical xray which showed post cervical fusion c4 - c7 with no evidence of spondylolisthesis or abnormal motion. An MRI demonstrated expected post op appearance of the cervical spine t4-t7 fusion and a small central disc protrusion resulting in mild spinal stenosis at the c7-t1 level. On (B)(6) 2007 the patient presented neck stiffness, spasms, and pain as well as burning dysesthetic pain, on (B)(6) 2007 the patient presented neck stiffness and mild neuropathic pain like symptoms. The patient underwent a cervical xray which demonstrated post anterior and posterior fusion of bone graft from c5 to c7. No sig interval changes and no evidence of spondylolisthesis. On (B)(6) 2007 the patient called the doctor's office and complained of numbness on the right side of his face and also near incision. On (B)(6) 2007 the patient complained of neck stiffness pain and periodic numbness and tingling in the arm. Per doctor's notes the patient may return to work (B)(6) 2007 without restrictions. A cervical xray was taken and showed post anterior and posterior fusions c4-c7 with placement of fibular bone graft and no evidence of spondylolisthesis. On (B)(6) 2007 the patient presented neck pain and neck stiffness. On (B)(6) 2007 the patient presented pain and underwent a cervical x-ray ,7 view, which demonstrated post anterior and posterior fusions of c4-7 with plates, screws, and rods and no evidence of subluxation. On (B)(6) 2008 the patient called his doctor's office and complained of "a lot of pain". On (B)(6) 2008 the patient complained of pain and neck stiffness. On (B)(6) 2008, in a ten month post-operative visit, the patient presented with neck stiffness and was fearful to move his neck. On (B)(6) 2008 the patient reported that one week prior to the office visit he turned his head and felt a "snap" in his neck and has felt pain and stiffness since. The patient presented with paraspinal muscle spasm and decreased cervical mobility. The patient underwent a cervical x-ray which showed a stable postoperative appearance of the cervical spine. A cervical CT scan demonstrated postoperative changes of as cervical fusion both anteriorly and posteriorly; fusing at c4 and c7; the hardware and bone grafts were in good alignment, on (B)(6) 2008 the patient presented with significant neck pain, some radiating arm pain, and decreased rom. The patient reported having twisted his neck one week prior to the office visit. On (B)(6) 2008 the patient presented with pain and underwent a MRI which demonstrated post c4-c7 anterior corpectomy, fibular graft placement with anterior and post lateral hardware. The alignment appeared satisfactory with no high grade spinal canal narrowing, (B)(6). No soft tissue abnormalities were noted. On (B)(6) 2008 the patient presented progressive neck pain and headaches, and was walking with a rigid type of posture. In the doctor's notes it mentions that the patient allegedly suffered an injury fall approximately 7 days prior to visit which in which the patient struck his head. The notes also mention the patient has been in physical therapy for one year. On (B)(6) 2008 the patient presented pain, per the doctors notes, previous x-rays were reviewed -cervical flexion/extension x-rays compared to prefill films which showed no change. No loosening around screws. No functional changes noted c3-4 or c7-t1. On (B)(6) 2008 the patient underwent x-rays which demonstrated post anterior cervical fusion at the c4-c7 level with expected alignment and no significant interval changes. There was mild foraminal narrowing bilaterally at c5-c7. On (B)(6) 2008 the patient complained of neck pain on a daily basis. The doctor noted that previous x-rays showed a solid fusion anteriorly and posteriorly. On (B)(6) 2010 the patient presented pain and stated that two week prior to the office visit he felt a "pop" in his neck while driving. The patient stated he felt a second "pop" two or three day prior to the visit with an intensification of pain. He demonstrated a "markedly restricted rom of his cervical spine with resting paraspinous spasms along the trapezius and scapular muscles in the posterior cervical region" hhe was getting no relief from minor pain medications. On (B)(6) 2010 the patient presented with acute onset neck pain. Per the doctor's notes, previous x-rays showed no hardware displacement and fractures of the metallic implants, and no instability above or below implant. On (B)(6) 2010 the patient complained of pain that occurs below his incisional area.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2007 the patient underwent surgery using rhbmp-2/acs. No patient complications were reported.